Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose was 585 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were not wearing the insulin pump at the time of hospitalization. Customer was off of pump for less than 48 hours. Customer also reported that insulin pump also received a compromised force sensor alarm. Customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit had a completely broken off end cap, loose/ protruded drive support disk, minor scratched display window, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, stained end cap sticker and a missing drive support disk sticker. Unit passed the self test and off no power alarm test. The stop (idle) current and run current measurement tests are within specification. No unexpected weak battery alarm or display anomaly noted during testing. Unable to perform the displacement test, unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test or verify compromised force sensor system alarm due to a completely broken off end cap.